Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address rapid increase in pain and loosening of the tibial component at cement to implant interface. Cement manufacturer is from depuy. It was also reported that x-rays shows a large anterior medial defect all the way through the bone. Ap x-ray shows medial collapse of tibia. Surgeon felt this was a case of aseptic loosening of tibia with additional factors of obesity and possible fungal infection. The later wasn¿t confirmed by pathology at this time. The surgeon was concerned with the amount of scratching, pitting and wear that they poly components exhibited. Doi: (B)(6) 2015; dor: (B)(6) 2017; left knee.

Manufacturer narrative:
The received device was evaluated by depuy commercialized product development. Review confirms the reported event. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. No product contribution to the reported event was identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.